Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization; cause of dka was not provided. The customer experienced a blood glucose (bg) level of 289 mg/dl and high ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.